Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: taxus liberte (mr) ous - 28 x 3.00mm stent delivery system (sds) was returned for analysis broken into two sections dues to a shaft break. A visual and microscopic examination of the crimped stent found proximal stent damage. The most proximal stent strut row was slightly flared outwards. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed inner shaft polymer extrusion damage and a break. Inner shaft polymer extrusion was bunched at a site 224 mm distal from the port bond. Inner shaft polymer extrusion was accordioned at a site 230mm distal from the port bond, the damage extended into the proximal balloon cone and up to the proximal markerband. There was a break in the inner shaft polymer extrusion 20mm in length, 4mm distal from the port bond. An attempt was made to load the device over a guidewire however the guidewire could not be tracked through the device. The guidewire was blocked by the inner shaft polymer extrusion damage. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-apr-2017. It was reported that difficulty tracking the device over the guide wire was encountered.   Vascular access was obtained via the right radial artery. The 80% stenosed, 25x3mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and moderately calcified right coronary artery (rca). After a 6f non-bsc guide catheter and guide wire were advanced to the lesion, pre-dilatation was performed with a 2x15mm non-bsc balloon catheter resulting to 40% residual stenosis. A 28 x 3.00mm taxus¿ liberté¿ drug-eluting stent was then advanced but was unable to track. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage and shaft polymer extrusion break.